Event description:
It was reported to cayenne medical that "implant was placed and the sheath broke leaving implant unusable. The screw did not break." This report was received from the FDA through voluntary event report by the healthcare facility.